Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type ii and spinal pain. It was reported that the ins stopped working and when the patient attempted to charge the ins, it took 4 hours. It was reported that after attempting to recharge, there was a power on reset message on the controller. The patient would like assistance from a manufacturer representative to get the stimulation turned back on. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient met with a rep and was able to get their ins recharged and reprogrammed. The patient has a follow-up appointment in dec 2018, but all issues were resolved as of the time of the report. It was reported that the issue had stemmed from the ins being left uncharged. The patient was educated and reminded to comply with recharging regularly. No symptoms or complications were reported.